Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 464 mg/dl. The day prior to the event the customer was experiencing low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. Nothing further was reported.